Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that the architect troponin reagent has generated (B)(6) results on a female patient after a (B)(6). The account provided the following results; results from the modular roche method were negative. (B)(6) time 6:00pm <0.03 (cut off 0.03), (B)(6) time 8:00am <0.03, (B)(6) time 5:00pm <0.03, (B)(6) time 8:00am <0.03. Results from the architect were (B)(6). (B)(6) time 5:00pm 0.065 (cut off of micronecrosis 0.025), (B)(6) time 8:00am 0.061. Units of measurement were not provided. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Our results indicate that the specimen in question contains an interferent. To investigate the customers concern, we reviewed customer complaints received to-date to determine if others have experienced the issue encountered at the customers facility. Our review of this data did not identify any problems. Specifically, we did not see an increase in the number of complaints related to discrepant results while using the reagent lot number in question. Our testing consisted of calibrating an architect instrument following the procedural steps in architect stat troponin-I assay package insert using an in-house kit of architect stat troponin-I reagent, lot 37043un10. Additionally, to determine whether an interfering factor may have caused the discrepant architect stat troponin-I results, heterophilic blocking tube (hbt) testing was also performed. The return sample was tested both neat and with hbt then evaluated. As a result of the testing performed our results indicate that the specimen in question contains an interferent. The customer was referred to the limitations of the procedure section of the architect stat troponin-I assay package insert which indicates the following: heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. The presence of heterophilic antibodies in a patient specimen may cause anomalous values to be observed. Additional information may be required for diagnosis. Although the architect stat troponin-I assay is specifically designed to minimize the effects of hama and heterophilic antibodies, assay results that are not consistent with other clinical observations may require additional information for diagnosis. Based on the investigation we have conducted, we believe the architect stat troponin-I assay is performing as intended. We will continue to monitor this product for issues and will take appropriate action if needed.